Event description:
It was reported that the customer was hospitalized for an undetected infection and high blood glucose levels. The customer's perceived cause of the event was that her infection led to her having high blood glucose levels and not the insulin pump. The doctor at the hospital verified the insulin pump was not in question. Furthermore, the customer stated that her toe was amputated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.